Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device and implantable neurostimulator (ins). The reason for call was patient said they are not able to connect to the ins and the handset is showing to scan the code but pt is not sure what code. Agent reviewed handset and communicator general use and had pt remove the handset and communicator from the case. Agent had pt reset the communicator and pt was able to connect to the ins. Pt then states they are not sure if stim is working. Pt mentioned they have 3 different groups to choose from and they are able to turn the stimulation up pretty high, but they are not feeling much difference at all than they used to. Patient stated when they make an adjustment, they aren't feeling the difference. Pt states stim is showing as on but when the try to adjust the stim they are not getting any pain relief. Agent reviewed general use of handset, communicator and recharger. Pt was redirected to their healthcare provider (hcp) and manufacturer representative.